Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video system center had a random display of error e226. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third-party testing, final investigation results. Updated fields: b5, h2, h6, h11 the device was not returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation and the results of the third party inspection, the most probable cause of the a defective printed circuit board (motherboard). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.